Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of a bulge in the silicone tubing segment was confirmed. Visual inspection showed that the silicone tubing segment distal to the upper fitment was slightly stretched out, had a different appearance than the rest of the silicone tubing, and readily kinked and twisted. The distal male luer was stained a brownish/red color. Functional testing was performed; no ballooning/bulging was observed after the infusion completed. The bulge was replicated when an IV push was administered without occluding the tubing above the injection port. The root cause of the bulge in the silicone tubing segment was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump that was infusing lactated ringer's displayed a red error message and stopped infusing. The rn opened the pump door and noticed there was a "knot" in the tubing. There was no patient harm.